Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, observed the buffer valve was leaking, and the buffer flows back in the hose. The fse replaced the fitting, roller tube, ise tube set, antistatic brushes, and cleaned the ise module which resolved the issue. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of multiple erroneous high ion selective electrolyte (ise) patient results on their au680 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.